Manufacturer narrative:
Evaluation of the returned catrx confirmed a kink and revealed a fracture near the mid-shaft. If the device is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed that the guidewire lumen was damaged on its proximal end and the catheter had additional bends throughout its length. This damage was likely incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery/ tibioperoneal (tp) trunk using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, while attempting to advance the catrx through the sheath down to the lower extremity, the physician noticed under fluoroscopy that the catrx was kinked at the mid-shaft. The catrx would not advance further and was removed. The procedure was completed using an indigo system aspiration catheter 6 (cat6) and the same sheath. There was no report of an adverse effect to the patient.